Event description:
It was reported that the tip of an iconix drill broke off during drilling. The broken fragment remained temporarily in the joint, but was immediately removed and left no residue in the patient's body. The device was used for the first time after purchase.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Manufacturer narrative:
It was confirmed that the device was discarded and will not be returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: tip broken. Probable root cause: application -excessive force while drilling. -selection of wrong drill. -reuse of disposable drill. -use of reusable drill past lifetime (after it has become dull). -starting and stopping drill. -pulling drill out of bone without running drill. -moving drill guide during drilling. The reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of an iconix drill broke off during drilling. The broken fragment remained temporarily in the joint, but was immediately removed and left no residue in the patient's body. The device was used for the first time after purchase.